Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to verify the reported issue. Physio replaced the system controller pcb, user interface pcb and user interface to stack flex cable assemblies as a precaution only. After observing proper operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a routine preventative maintenance on their device he observed the device showed a service indication and the display would intermittently freeze. There was no patient use associated with this event. The device may not be able to be used to deliver defibrillation energy if needed.